Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764, serial/lot #: (B)(6): h3) the computer was returned to the manufacture for evaluation. After functional testing, performance testing ,visual/physical examination and proeduralized device testing the reported issue was not confirmed. The initial power on successful with 4 power cycles boot normally (stealth ssd). They repeated multiple boot testing with test ssd (win7) successful. They ran the system for an extended period streaming video/audio content. 3 days bench test/run and the system was stable, no faults, shutdowns or boot faults encountered. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3) onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would not boot when trying to connect to electronic picture archiving and communication systems (pacs). Additional information was received: the system was booted the first time, but the mouse did not work and the system became unstable. There was no movement possible. After a second time rebooting the system there was only a black screen.